Manufacturer narrative:
This issue was previously reported under MDR number 1628664-2020-00110, for which an error was identified with the manufacturer name (abbott laboratories ((B)(4)). This MDR is being submitted to correct the manufacturer name to abbott laboratories ((B)(4)). All available patient information has been included. No additional patient details are available. An investigation was performed for the customer issue and included a review of complaint text, troubleshooting, a review of service history, a search for similar complaints, and a review of product labeling. The field service representative (fsr) performed extensive troubleshooting. A specific cause for the discrepant results was not identified; therefore, analyzer was considered the likely cause. A review of the instrument service history verified no subsequent calcium result issues have been reported since the site visit from the fsr. Return testing was not completed as returns were not available. A review of product historical data did not identify any trends or systemic issues. Labeling was reviewed and found to be adequate. No systemic issues were identified. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Event description:
The customer reported false depressed calcium result on a patient when processing on the architect c1600. The following data was provided for sid (B)(6) on (B)(6) 2020; initial results 1.0 mmol/l and 2.41 mmol/l and repeat results 2.44 mmol/l and 2.44 mmol/l. No impact to patient management was reported.